Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
A company representative reported that the patient was currently receiving baclofen with concentration 500 mcg/ml via their implanted intrathecal pump at a dose rate of 3 mcg/day. The manufacturer/type of baclofen and drug lot number were unknown. The indication for use regarding the pump was intractable spasticity. The patient experienced a loss of therapeutic effect; the date of event was (B)(6) 2015. A catheter problem was observed during normal use. An x-ray was performed and the catheter was confirmed to be completely out of the intrathecal space. The catheter was coiled up like a "pig's tail" in the dorsal fascia. It was noted that the catheter tip was initially placed at t5 with entry at l1-2 so there was quite a bit of the catheter that was intrathecal prior to it having come out of the intrathecal space. A catheter revision / replacement was being performed on (B)(6) 2015. The sutures that were used were found to have broken off the eyelets of the bi-wing anchor. No damage was done to the anchor or catheter. All permanent suture around the eyelets had broken leaving a free floating anchor. A new spinal section of catheter and anchor was implanted. The catheter issue and the patient's lack of therapeutic effect had been resolved. The explanted device was planned to be returned to the manufacturer. Additional information was requested including the patient's medical history, the manufacturer/type of baclofen the patient received at the time of the event, the drug lot number of baclofen intrathecal, and therapy dates. Additional information will be provided via a supplemental report as it becomes available. On (B)(6) 2015 the healthcare professional (hcp) reported that the patient's medical history included ms related spasticity. It was also noted that the patient appeared to "throw" the ethibond sutures. All of them were no longer holding the anchor to the fascia, and silk was used in the revision.